Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA .

Event description:
Philips received a complaint from the customer in which was stated that a ceiling suspended radiation shield fell on the ground. There was no patient or user injured by this malfunction.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer (fse) went on site and checked the radiation shield. No anomaly, welding issue or defective fixing was found. On (B)(6) 2016 the fse noticed that the screw that prevents the shield from sliding off the rail was loose. When the operator moved the shield it was able to slide off. Most probable cause is that the screw became loose as a result of multiple hits. The arm showed several collision marks. The fse readjusted the radiation shield. This has solved the problem at the customer.